Event description:
Boston scientific received information that during a routine device interrogation the the field representative observed the right atrial (ra) lead impedance to be greater than 3000 ohms. Review of the daily measurements showed that this abrupt increase occurred approximately one month earlier. It was also noted that the threshold measurement on the ra lead had increased from less than 1 volt at 0.5 ms to 2 volts at 2 ms. One noisy atrial tachy response (atr) episode was seen, however they were unable to reproduce the noise in the clinic. It was noted that the patient was hospitalized two weeks earlier for shortness of breath but there was no direct correlation with atrial lead threshold increase. The atrial output was increased per the physician's discretion. A revision procedure was discussed, however nothing was scheduled. No x-rays were taken and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Almost three years later the device was explanted for normal battery depletion and returned for analysis.